Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device battery was swollen. The device was returned to the biomedical department with a note that stated. "The pump doesn't work". No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device battery was swollen. Though requested, no additional information was provided.